Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation below the rated burst pressure, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and post procedure, the patient was in good condition.